Event description:
A report was received that there was cuff leakage because of a failure of the pilot balloon. No other information was provided to determine if the failure occurred during pre-inflation testing before patient use, or if any intervention was required or performed during patient use.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.